Manufacturer narrative:
Updated fields: a3, b4, g4, g7, h2, h6(evaluation method codes), h10, h11.corrected fields: d5.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) will not trigger with ECG, it will only trigger with pressure. It is unknown if there was a patient harm or injury; however, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and reported that successfully powered "on" the iabp without any alarms or error messages. The stm then connected known system trainer and known balloon. Initiated autofill with ECG trigger selected. The device completed autofill and continued to pump for 60 minutes without any alarms, error messages, or abnormal operation occurring. Further more, during logs inspection, it was observed an augmentation below limit set alarm on (B)(6) 2020 19:03:55 and two no trigger alarms on (B)(6) 2020 at 19:58:05 and 20:28:39. Subsequently the stm completed full pm, safety, calibration, and functionality checks. All checks passed to factory specifications. The stm was unable to replicate or verify reported complaint at this time. The iabp was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) will not trigger with ECG, it will only trigger with pressure. It is unknown if there was a patient harm or injury; however, there was no adverse event reported.